Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of gap in the glue between the distal end and the server plug was confirmed. The foreign material at the distal end was also confirmed. Based on the results of the investigation, the presumed cause for the gap of adhesive between the distal end and server plug was physical stress applied to the distal end during handling of the device by the user. The foreign material could not be identified. It was presumed that the cause of the foreign material remaining in the distal end was possibly due to reprocessing not conducted properly due to leakage from the bending section. The root cause for both events could no conclusively be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): -do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The user can possibly detect the suggested event by handling the device in accordance with the following IFU. -inspection of the endoscope. The user can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. -leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the distal end and there was a gap between the server plug in and the distal end. There were no reports of patient involvement.